Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the customer gets elevated co readings that are not consistent with the test subject condition. The customer tried it on their own team in a testing environment (these were not patients) and all of the team members read 6 or above. Customer does not remember how many team members were tested. The customer used a comparative device (another rad-57 that they say is working correctly) and that rad-57 provided what they consider to be accurate readings. No known impact or consequence to patient.